Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). Difficult or delayed positioning with the anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. Additionally, a cause for the reported difficult or delayed positioning with the anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) and an a2/a3 prolapse for a mitraclip procedure. During the procedure, a mitraclip xtw was inserted within the patient. Upon advancing the clip and attempting to actuate the grippers it was identified that posterior grippers would no longer descend. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A mitraclip xtw was then placed successfully. A second mitraclip xtw was then advanced into the patient, while placing the second clip it was identified that the first clip had a single leaflet detachment (slda) and was no longer attached to the posterior leaflet. The second clip was successfully implanted and the procedure was discontinued. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.